Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that their device was fantastic and gave them a little over ten years of relief. The patient stated that their stimulator no longer worked and they misplaced the remote last year. The patient was looking for information about facilities that could help get them a new implant. No patient symptoms reported.